Manufacturer narrative:
This event was reported inadvertently. During a follow-up, it was determined that the customer's allegation (incorrect bolus calculations) was caused by user error as the customer had entered the incorrect settings and was not related to a pump deficiency.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not calculate the correct amount of insulin to be delivered when requesting a bolus. The customer's blood glucose (bg) level was 138 mg/dl. No additional information was provided.